Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint was replicated, and a deformation was found inside the battery compartment due to corrosion. The battery compartment and main board were replaced. The software was updated, and the pump was calibrated. The device passed all testing after the repairs. The probable cause was corrosion in the battery compartment and the main board. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventative maintenance, had worn buttons and the accuracy was bad. There was no patient involvement.